Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review found that all release criteria was met for this lot. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that small holes were noted on the seam of an eva bag, where a leak was observed. This issue was observed during compounding. There was no patient involvement or adverse event reported. No additional information provided.

Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. Visual inspection identified physical damage to the bag. Functional testing with visual inspection found the damage was not a leak and that there was no breach in the eva film. Magnified inspection of the damage found it to be a rounded indentation, with no eva fray or breach to the interior of the bag. The damage extended from the front film to the back film, and appeared to have been caused by impact from a blunt object, or damage from the one-time-use clamp while the bis was contained in the product packaging due to an external force. The product outer packaging was not provided; therefore, the cause of the damage is unknown. The reported condition of a leak was not confirmed. Should additional relevant information becomes available, a follow-up report will be submitted.